Event description:
It was reported that inflatable penile prosthesis (ipp) device had fluid loss due to a hole at unknown location. All components were explanted and replaced. No patient complications related to device.